Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to conductor fracture that occurred during the implant procedure. The pacing impedance were reported as high out-of-range at greater than 3000 ohms, along with observations of noise and loss of capture. The lead was replaced successfully without sequela, and was planned to be returned to the distributer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned, where visual inspection noted dried blood present around the helix. Initial resistance testing found the lead was not electrically continuous, and an x-ray was performed and revealed that the inner coil was fractured. Based upon the clinical observations and laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix during the lead implant caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to conductor fracture that occurred during the implant procedure. The pacing impedance were reported as high out-of-range at greater than 3000 ohms, along with observations of noise and loss of capture. The lead was replaced successfully without sequela, and was planned to be returned to the distributer for analysis.